Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10104. It was reported that a hole was noted on the catheter. The target lesion was located at the severely tortuous and highly calcified left circumflex artery (lcx). A guidezilla guide extension catheter and a 1.25mm rotalink plus was selected for use. During the procedure, the guidezilla was delivered toward the lcx and the burr was attempted to be advanced; however, due to the severe tortuosity of the left main trunk artery and proximal lcx, the burr had difficulty advancing toward the lesion. Subsequently, as the burr was rotated while advancing, the burr was successfully delivered. However, as contrast radiography was performed, it was observed that the shaft of the guidezilla" had a hole. The devices were removed from the patient's body. No patient complications were reported and the patient's status was good.